Manufacturer narrative:
The insulin pump was power up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies, missing segments, partial display, faded display, fuzzy display or black lines on display noted. The insulin pump passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No fading display with button press noted. The insulin pump was received missing end cap sticker, cracked case at display window corners, cracked case at reservoir tube window corners, cracked reservoir tube window and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display and missing segments from the insulin pump. The customer's blood glucose level was 130 mg/dl. The customer stated that she pressed for light and it faded away and there was a bar on the screen and it came back on. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.